Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The x-ray system did not work while pt was on the table. Pt was moved to another room to complete the procedure.